Manufacturer narrative:
During a follow-up call on (B)(6) 2016, review of the pump data logbook showed that the pump calculated a bolus request of 29.17 units after inputting a value of 175 grams into the bolus tab. Based on the customer's maximum bolus settings, at 12:43:58 am, the customer delivered a 25 unit bolus. Then, the remaining 4.17 units was delivered at 12:45:58 am. Subsequently, at 12:56:11 am, the customer entered a carbohydrates value of 30 grams and a bg value of 172 (mg/dl) into the bolus tab, and delivered a 5 unit bolus. The customer acknowledged the information and reported consulting with clinical diabetes educator (cde) and reported that the bg value and carbohydrates amounts had been transposed when the values had been entered onto the pump. The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. To address low bg level, sugar was given to the customer by paramedics. Several hours later, during a follow-up call, it was confirmed that the customer bg level was 233 mg/dl. System check with tandem technical support showed that the pump was performing as intended. However, review of the bolus history showed that at 12:44 am, a carbohydrate value of 175 grams had been entered and a bolus request of 25 units had been delivered. Then, at 12:54 am, a carbohydrates value of 30 grams and a bg value of 172 (mg/dl) was entered into the bolus tab by the user, and 4.17 units of a 5 unit bolus request was delivered. Reportedly, the customer was unable to remember entering anything into the pump at that time, and believed that the 5 unit bolus had been programmed and delivered without customer input.